Event description:
Patient representative reported for unknown side "diagnosis of alcl, mental anguish and fear of recurring alcl¿, ¿seroma¿, "significant scarring", ¿disfigurement, tissue damage, pain, itching, capsular contracture grade unknown, burning sensation, discomfort, tightness, asymmetry¿, seroma, ¿aggravation of underlying conditions including but not limited to anxiety, depression, and other mental health issues; and other physical and emotional manifestations that are severe and ongoing¿. Also reported ¿panic disorder, post-traumatic stress, significant weight gain, chronic insomnia, irritable bowel/crohn¿s, chronic gastrointestinal upset or reflux, and diarrhea/vomiting/nausea on an ongoing basis¿ which are not related to the device. Histopathological markers confirming alcl have not been received. The device has been explanted. Treatment: device explant, total capsulectomy.

Manufacturer narrative:
Date of alcl diagnosis: (B)(6) 2020. The events of lymphoma-alcl-suspected, seroma, and capsular contracture, baker grade unknown are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: lymphoma-alcl-suspected, seroma, and capsular contracture, baker grade unknown.